Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was used. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient had a mesh revision/removal procedure on (B)(6) 2011 due to pain, mesh erosion and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that patient underwent revision of mesh, excision of small portion and oversewing of vaginal mucosa on (B)(6) 2010 due to mesh erosion. No additional information was provided.

Event description:
It was reported that patient underwent revision of mesh, excision of small portion and oversewing of vaginal mucosa on (B)(6) 2010 due to mesh erosion. No additional information was provided.